Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The insulin pump was received with normal operating currents. No unexpected low battery alarm or battery power loss noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the electronic board. The insulin pump was monitored and functioned properly. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly during visual inspection. The insulin pump was received with end cap address label faded, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump shut down within 30 minutes without a warning. This was the second time this issue has occurred, batteries do not last longer than a week. The customer did not provide their blood glucose value at the time of the incident. The insulin pump will be returned for analysis.